Event description:
Adverse event of postoperative arytenoid dislocation following lma airway use that required surgical intervention to repair. Clinician inserted a size 4 lma classic without incident and the procedure lasted 55 minutes.